Event description:
Reporter stated the pt was unable to use the advantage system because it would not power on when attempting to perform a blood glucose test. Reporter stated the pt was found unconscious by a neighbor and paramedics were called. Reporter indicated the customer was treated with food by the paramedics and was transported to the hospital and subsequently admitted. Timeframe of admission is not provided. No further information was provided on the event. A request had been made for the return of the suspect product and replacement product was sent.

Manufacturer narrative:
This event occurred in another country.